Event description:
In this case, it was reported that the valve was explanted during implant due to a suture loop. Per the op report, this patient had redo-tricuspid valve replacement with the subject device for stenosis. After the patient was weaned from cardiopulmonary bypass, transesophageal echocardiogram (cpb) revealed a rather severe regurgitation leak. Therefore, the patient was placed back on cpb and it was noted that 1 of the sutures had looped over 1 of the valve post causing distortion of the leaflets. Hence, the device was removed and replaced with a new bioprosthesis. The healthcare provide has indicated that there was no malfunction of the explanted device. The patient was reported to have tolerated the procedure well and was sent to intensive care for postoperative recovery. No other details provided.

Manufacturer narrative:
Evaluation summary: customer report of suture loop could be confirmed based on visual observation. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1. These indentations were most likely left by a suture that was tied tightly down and against commissure 1. (B)(4). Additional manufacturer narrative: based on our evaluation of the explanted valve, the report of suture looping was confirmed. There is no change in the original conclusion of this event.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the explanted device has not be returned to edwards at this time; therefore, the reported suture loop could not be confirmed. Although the root cause of this event cannot be conclusively determined, it appears that the severe leak was likely caused by the suture looping as documented in the op report. The healthcare provider has also indicated that there was no malfunction of the edwards device. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. No further actions are possible with the available information. Of note that this patient also has a related event reported. Please reference MFR report #2015691-2013-19713.